Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in the hospital for an unrelated reason. It was noted that the patient received inappropriate antitachycardia pacing and hv therapy for sinus tachycardia. Programming changes were recommended.